Event description:
The customer had been receiving questionable hdl-cholesterol plus 3rd generation (hdl) results on their integra 800 analyzer since (B)(6) 2012. The customer provided data for five patients with discrepant results that were reported outside the laboratory. The customer stated they replaced the hdl reagent cassette before recalibrating and repeating the samples. They had been seeing low test results with other reagents when the bottles were low and replacing the reagent seemed to fix the issue. Repeat testing was performed on the same analyzer as the originals. The first patient's initial hdl result was 7 mg/dl. The repeat result was 42 mg/dl. The second patient's initial hdl result was 8 mg/dl. The repeat result was 58 mg/dl. The third patient's initial hdl result was 11 mg/dl. The repeat result was 60 mg/dl. The fourth patient's initial hdl result was 8 mg/dl. The repeat result was 57 mg/dl. The fifth patient's initial hdl result was 4 mg/dl. The repeat result was 45 mg/dl. The customer considered the repeat results to be correct and they were issued as corrected reports. The patients were not treated based on the erroneous results. The hdl reagent lot number was 64878301 and the expiration date was 05/31/2013. The field service representative found a reagent probe was misadjusted; it was not mounted or tightened properly. He adjusted the probe and tightened it. System diagnostics were performed successfully. A precision study was performed successfully. The analyzer was performing to manufacturer's specifications.